Manufacturer narrative:
Device is combination product.

Event description:
It was reported via twitter, stent damage was reoccurring during the use of synergy stents. No further information is available at this time.